Event description:
Customer reported damage to the pump housing surrounding the usb port, impacting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer was provided a replacement pump for continued insulin therapy.